Event description:
According to the surgeon, the patient came off of coumadin due to a pregnancy and the valve became thrombosed, despite being on lovenox. The valve was explanted and replaced with a 21aj-501.